Manufacturer narrative:
Qn#: (B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the clips are falling before they can be applied. There was no patient injury.

Manufacturer narrative:
(B)(4). The customer has communicated that the event was reported in err therefore the initial report is retracted.